Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported an unknown side "capsular contracture causing a strong soreness", baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV.

Event description:
Additionally reported "pain in the mammary gland, shape change , increased density on palpation."

Manufacturer narrative:
Additional, corrected, and/or changed data: b.3, b.5., g.3.